Event description:
Referring to the fccir: during treatment the staff observed, that the hansen connector was filled with blood. The dialyzer was on its 6th reuse. The treatment was stopped and the extracorporeal circuit should have been returned to the pt by hand cranking the blood pump. It is likely that the venous line clamp was still blocked before starting hand cranking the blood pump. After starting to manually return the blood, there was a red fluid observede in via dialysate lines and the hand cranking was stopped. The blood loss for the pt sustained approx 220ml. No medical intervention necessary.